Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported patient effect of additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the unknown trek balloon would not deflate. A guide wire was used to pierce the balloon. Another balloon was used to complete the procedure. There was no reported clinically significant delay in procedure. There was no adverse patient sequela. No additional information was provided.